Event description:
On (B)(6) 2024 my husband put a walgreens anti-bacterial pad to a wound he had. The next day when he changed the pad, he noticed a redness on his skin where the adhesive was. He proceeded to put another pad on and noticed the same reaction on day two. On day three, he put another pad on. On day four, the redness was quite noticeable and he decided to use another type of pad. He has no known allergies, so we decided to see if we could find out what could have caused the allergic reaction. Three days after he changed bandages the reaction was almost gone. We have not been able to find out what the ingredients in the adhesive are. We cannot understand why everything we ingest or put on our body or skin, the consumer is not provided the product ingredients. Would the bandage manufacturer be required to do this? The box lists the ingredients on the medicated pad but not what was in the adhesive.